Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device malfunctioning.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on both exhaust tubes of the pump, and on the exhaust tube of cylinder #1 and cylinder #2. Partial separations within abrasion are noted on the longer exhaust tube of the pump and on the exhaust tube of cylinder #1. Testing revealed these not to be sites of leakage. A separation is noted in the bladder of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Because the available information did not indicate what factors may have contributed to the reported "malfunction", and because no functional abnormalities were noted other than instrument damage, quality cannot determine the cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.